Event description:
Complications due to prosthesis, fibrosis breast pain and ptosis post subcutaneous mastectomies. Developed hardness and tenderness and pain in breasts. Pt had bilateral capsulectomies; removal of implants; bilateral mastopexies; placement of submuscular implants.